Event description:
A 24 mm diameter x 14 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2000. Aneurysm and vessel morphology at the time of implant are unk. It was reported that during a follow-up computed tomography two days later there was a small type I endoleak at the junction of the aortic cuff with the main stent graft which was repaired with an angioplasty balloon. It was reported in 2004 during a routine follow-up the computed tomography demonstrated that the bifurcated stent graft migrated into the aneurysm sac. The migration of the bifurcated stent graft caused separation from the extender cuff, due to the change in angulation of the aortic neck which was greater then 80-degrees.